Event description:
Operating room manager to the rep that the device had a cut in the hose. He though it was possibly run over by a cart, but really wasn't sure.

Manufacturer narrative:
Device investigation was performed and a cut in the pneumatic hose was confirmed.